Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving compounded baclofen (1500 mcg/ml, 521.7 mcg/day) via intrathecal drug delivery pump for intractable spasticity and stroke. It was reported that the pump logs showed a motor stall occurred (motor stall active) (B)(6) 2018 at 5:03 pm with no recovery. The patient was quadriplegic, and was laying in bed at the time of the stall. The patient heard the pump alarm and had symptoms of increased spasms. There were no other stalls noted in the pump logs. The patient did not recently have an MRI (magnetic resonance imaging). The pump was 'broken' and 'did not work.' It was not 'giving medicine into her spine.' The patient was likely to have the pump explanted, since the oral medications were giving her side effects; the oral meds were 'really taking effect on her,' and the patient was receiving them every 6 hours. No further complications were reported.